Manufacturer narrative:
Covidien reference number: (B)(4). Technical support engineer (tse)troubleshot this issue with the customer over the phone and recommended the breath delivery unit (bdu) be replaced.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event.